Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the condition of failure code 812:02 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective pump-head module. The pump-head module was replaced. The device was returned the customer fully operational.

Event description:
During product evaluation, failure code 812:02 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.